Event description:
It was reported that there was no fluid flow through a large volume infusor. This issue was further described as, ¿luer connector was blocked, which could not be solved by the pressure exhaust method of the three-way stopcock¿. This was observed before use. The device was filled with and infusion volume of 240ml of 0.9% normal saline and fluorouracil. There was no patient involvement.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from february 16, 2022 - february 17, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed fluid inside the bladder which suggested a no flow problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.